Event description:
Event description cpi received information that at a follow-up visit, this ventak prx implantable cardioverter defibrillator (ICD) exhibited battery status of end-of-life, and a capacitor reform aborted due to long charge times. The ICD had been interrogated in august, and battery status at that time was middle-of-life. Also, the patient reported that the ICD was beeping about a week ago. The ICD was scheduled for immediate replacement.